Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited low impedance. The lead was not used and a new lead placed without incident. The patient tolerated the procedure well.